Manufacturer narrative:
(B)(4). D10: cat# 010000662 lot# 7006286 g7 pps ltd acet shell 50d. Cat# 11-300814 lot# 66095192 arcos 14x150mm spl tpr dist. Cat# 11-301310 lot# 66195608 arcos con sz a hi 50mm. Cat# 650-0662 lot# 3144899 delta ceramic fem hd. Cat# 00223200518 lot# 64613801 cable. Cat# 110034355 lot# ax48ca0604 refobacin bc r 1x40 us. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately two months post-hip procedure, the patient presented with septic shock due to mrsa infection in the hip. They had fevers, difficulty walking, swelling, abscess, and positive cultures for mrsa and septic shock. The head was exchanged in an I&d procedure before the stage one revision one month later. Op records note purulent fluid, large fascial dehiscence. All components were replaced with a cement spacer during stage one without complications. The stage two revision took place four months later. Attempts have been made and no further information has been provided.